Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018, 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The patient denied device manipulation but reported local discomfort. The lv lead was explanted and replaced. A procedure was also to be done to better secure the device in the pocket to avoid further device movement. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.